Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was having issues with the infusion sets as three of them had come apart. The tubing was disconnected from the tape sections when she woke up or something and the sets detached at site. She did not notice the detachment until she experienced high blood glucose level. No further information available.